Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. Upon interrogation, the right ventricular lead exhibited noise. Noise could be reproduced with pocket manipulation. Chest x-ray did not reveal any lead anomalies. The physician determined that no intervention was necessary. The patient was stable and would continue to be monitored.